Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-tim veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump was not working. Customer stated his blood glucose was in the 400 mg/dl range. Customer stated it reported a hypoglycemic event that did not occur. Customer stated the device beeped so much he had to change the battery and the keypad stopped responding. Customer was advised to press the act button and it went to the main menu and display had a solid black circle. When attempting to clear the alarm the keypad would not respond. Customer was unable to clear weak battery alarm. Customer was unable to clear the alarm because the keypad was blocked. Customer also mentioned his sensor was reading his blood glucose at 56 mg/dl and it went up to 82 mg/dl. Customer stated he pressed the suspend button and device continued to alarm. No further information reported.